Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3537, serial# unknown, product type: programmer, patient. Information references the main component of the system. Other relevant device(s) are: product ID: 3537, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for non-obstructive urinary retention and urgency frequency. It was reported the patient only understood about half of the instructions after the procedure due to still having half out of it. The patient noted she was feeling stimulation comfortably in the bicycle seat area, but she was feeling discomfort in her bladder as well. It was noted the patient began the trial on (B)(6). Additional information from the consumer on (B)(6) reported she was not feeling very well and did not think the therapy was working for her. Additional information from the consumer on (B)(6) reported that she was not feeling well. Additional information from the consumer on (B)(6) stated she still did not feel well. Additional information from the consumer on (B)(6) reported stimulation was very uncomfortable when she raised it on her own causing nausea, but stimulation was comfortable at the time of the report. The patient noted they had stimulation turned up too high. Additional information from the consumer on (B)(6) reported the batteries in the controller were dying. The patient stated her controller stated it was at (B)(4)%. The patient mentioned she had a faulty unit. The patient also noted when you hurt, you hurt. It was that it was explained to the patient how to find and replace the (B)(6) batteries in the controller. Additional information from the patient on (B)(6) reported a low battery issues. It was noted trouble was performed. Additional information from the patient on (B)(6) reported her batteries are low, she replaced them in the remote and that did not help. The patient note she had an appointment with the hcp on (B)(6), if she lives that long and that ¿it seems that every is going wrong with this¿. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.